Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a data transfer error e227 from the scope. The issue was identified during setup/inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, and no image is displayed in 2d mode. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable is broken, causing error 227 to occur. No image is displayed in 2d mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field

Event description:
No additional information received from the customer.